Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that three baby teeth fell out due to the shifting of their teeth from the aligners. Their overbite has not improved and has gotten worse, their jaw now feels constantly sore and tight.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.